Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 3.4, lab-inr: 2.8; meter-inr: 2.7, lab-inr: 1.5. In 2009, spoke with pst, new comparison inratio 3.2, lab 2.2, strip lot - 214494, replacing meter. Five days later, called back after testing the new and old meter. Had bleeding in eye. Sending back meter today.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.4, reference: 2.8, mean: 3.10, confidence-limits: 1.9-4.6; inratio: 2.7, reference: 1.5, mean: 2.10, confidence-limits: 1.4-3.1. {customer was admitted to hosp due to internal bleeding}. In 2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed on strip lot 214494: inratio: 3.2, reference: 2.2. Mean: 2.70, confidence-limits: 1.7-3.8. Summary: customer results analyzed and accuracy met confidence limits. In-house accuracy test performed with returned meter, retained strip, and accuracy met criteria. Discrepant test record reviewed. Strip deficiency not established. Meter functional test passed. Meter memory data reviewed. Product deficiency not established. No further action required. No corrective action is required as no product deficiency was established. A week later: biosite rec'd 1 inratio meter.